Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have thermal damage on the electrode, causing it to become stuck to the blue spring pad on the opposite side of the jaw. Pieces were missing from the electrode. The electrode was detached and sterilized, and thermal damage was observed. The instrument was unable to be tested for energy delivery due to the cord being cut. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, white fragments from the inside of the jaw of a synchroseal instrument were falling off inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The event occurred while the surgeon was performing dissection. It is unknown if the instrument collided with any other instruments or other hard material during the surgical procedure. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. No damage was noted to the cannula after the event occurred. All fragments were retrieved using another instrument, and were visually confirmed by the surgeon. No additional surgical procedure was required to remove the fragments. No post-surgical tests, such as an x-ray or ultrasound, were performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications. The instrument is available for return; however, the fragments will not sent back with the instrument. No images are available for review.

Manufacturer narrative:
Isi has received the synchroseal instrument for failure analysis evaluation. However, as of the date of this report, the evaluation of the product has not been completed.